Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported, the air bubble detector would not reset. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.